Manufacturer narrative:
(B)(4). The lot was manufactured from (B)(6) 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was involved in an underinfusion incident. The device was filled with 240 ml of an unspecified solution and connected to the patient. After 58 hours of infusion, 100 ml of fluid was found to remain within the device's bladder. There was no patient injury or medical intervention associated with this event. No additional information is available.